Manufacturer narrative:
Product event summary: visual inspection of sheath, 4fc12 / 30073-042, showed the device was kinked on the shaft 2.2890 inches from the tip of the sheath. The sheath failed the test due to the kink 2.2890 inches from the tip. The reported dilator was not included with the sheath. In conclusion, unable to confirm the reported broken sheath dilator tip. The flexcath 4fc12 / 43630-027 failed the inspection due to sheath¿s kink. This report will be recorded and trended. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath subsequently tested out of specification per the manufacturer's investigation.